Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 414 mg/dl. The mother felt that the school nurse may have accidentally suspended the insulin pump delivery prior to the event. The mother stated that she has changed the infusion set, and has seen improvements in the customer's blood glucose levels. The mother feels that the insulin pump is functioning fine because she was seeing insulin exiting from the tubing. The mother also wanted to return four insulin sets and get replacements for them. The nurse later called for assistance with the active insulin feature. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.